Event description:
The lay reporter/mother contacted lfs on (B) (6), 2010 alleging an "apply sample" message on her daughter's one touch ultra easy meter. The reporter mentioned that her daughter was unable to obtain blood glucose readings on (B) (6), 2010 at around 1 pm and started to exhibit symptoms of feeling shaky and looked pale at around 5:05 pm that evening. She did not seek any medical attention, did not self-treat or contact her physician for assistance. She was not tested on another device. The pt had taken her insulin earlier that day. She did not change her diabetes regimen due to her symptoms. This is not the first time the pt is using the product. The technique of applying blood on the test strip was correct. The issue was not resolved. The products were replaced. The complaint is being reported since due to the alleged issue, the pt was unable to obtain a blood glucose reading and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.